Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call lost sensor alarm and sensor anomaly. Customer advised they had a lost sensor alert and needed a replacement sensor. Customer advised when they removed the sensor from their body they realized there was no cannula. Customer does not believe the cannula was inside their body. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. No broken or missing parts were observed during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.